Manufacturer narrative:
(B) (6). (B) (6). Device reported as ultraflex esophageal partly covered stent: length 12cm, flare diameters 23/28mm. (B) (4) (medical intervention required). (B) (4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, through a retrospective review, that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the upper gastro-intestinal tract, performed on (B) (6) 2008. According to the complainant, the stent was placed successfully for a post bariatric surgery leak with no complications reported. Patient symptoms associated with the leak resolved. On (B) (6) 2008, the patient presented with dysphagia and stent occlusion of moderate severity, attributed to hyperplasia. To treat this event, a polyflex stent was successfully placed within the ultraflex stent on (B) (6) 2008. No other medical intervention was necessary to resolve the dysphagia. Per the planned treatment algorithm, a polyflex stent was due to be placed around this same time, so there was no significant interruption in the treatment plan for this patient. An attempt to remove both stents per protocol was made on (B) (6) 2008, however significant hyperplasia at the proximal end and moderate hyperplasia at the distal end of the ultraflex stent prevented the physician from removing them. This was considered to be mild and unrelated to the stent itself, but rather to the procedure. There were no issues noted with the polyflex stent. To resolve this, a second polyflex stent was placed within the two existing stents. All three stents were successfully removed on (B) (6) 2008 without any complications. The patient was reported to be in good condition.